Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient complained of a "thumping sensation on left side of chest, sometimes twice a day, dizziness episodes while on ride-on mower and eating, and feeling tired." Device interrogation revealed "lv lead dysfunction." The device was reprogrammed to ddi rate 40, rv pacing only. The lead remains in use. No further patient complications were reported as a result of this event.